Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two different catheters were used and both had blood leakage due to possible damage of the hemostasis valve. The blood leakage persisted after changing the guidewire. The lead was not implanted as it was suspected that an abnormality of the helix may have damaged the hemostasis valves. A new lead was subsequently implanted and no blood leakage was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of delivery catheter was returned and analyzed. Analysis indicated that the hemostasis valve leaked. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned without the dilator. Visual inspection found the hemostasis valve cracked, and that allows blood moving through. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.